Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection revealed no damage. The device was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. No screen flickering or display anomalies observed. The device was left on for 18 hours and no unexpected shutdowns were observed. Internal inspection showed the customer core board is an older design that may induce emi interference on the lcd that may result in display anomalies although none were observed during this testing.

Event description:
The customer reported the display flickers and randomly turns off. No patient impact or consequences were reported.